Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated the patient had not yet been scheduled for a catheter revision and the cause for the inability to aspirate was undetermined. The issue was unresolved. It was confirmed the information provided had been confirmed with physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-mar-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (25 mg/ml at 5 mg/day) via an implantable pump for unknown indications for use. It was reported that according to the healthcare provider (hcp), the patient had an increase in pain so the hcp attempted to access the catheter access port (cap) on (B)(6) 2021 and they were not able to aspirate. The cause of the inability to aspirate was not determined at the time of the report. The patient will be scheduled for a catheter revision surgery. The issue was not resolved at the time of the report. On (B)(6) 2021 the hcp removed the morphine from the pump and replaced it with saline programmed at 25 mg/ml with a dose of 1.2 mg/day. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.